Event description:
Returned 4 pair of defibrillator pads to zoll for product analysis. 1 pair found to be dry. 1 pair found to be separated. 2 pair sparked. Because facility did not receive any pt incident reports on these items, facility believe they were not used for CPR. Facility suspect the 2 pair that sparked were used on elective cardioversion.